Event description:
Related manufacturer reference numbers: 2017865-2021-36429. It was reported that the patient presented in the emergency room (ER) experiencing pocket stimulation. Upon interrogation, it was found that the atrial lead exhibited inappropriate automatic mode switch (ams) due to noise over-sensing. Noise reversion and low out-of-range pacing impedance were also noted on the atrial lead. Programming changes were made and patient was discharged. Patient then presented remotely. Upon review, the atrial lead continued to exhibit inappropriate ams due to noise over-sensing and the pacemaker (pm) exhibited pacemaker-mediated tachycardia (pmt). Programming changes were made again. Patient continued to experience pocket stimulation after. The patient presented in clinic for follow-up. Programming changes were made for the third time. Patient condition was stable and would continue to be monitored.